Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they had also received failed battery test due to battery being out of pump for 2 days. The customer's blood glucose level at the time of incident was 446mg/dl. The customer states they would be getting new batteries and disconnected from the line. Troubleshoot was unable to be conducted.